Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, additionally, it was reported that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 168 mg/dl.

Manufacturer narrative:
Malfunction was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.